Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused nodules in the lungs, cancer on the face, cough and shortness of breath. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam and caused nodules in the lungs, cancer on the face, cough and shortness of breath. No medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found unknown contaminant on the module flip door. They also found an unknown dust contaminant on the top enclosure, front panel, bottom enclosure, blower, and blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that there was no evidence of sound abatement foam degradation found within the device. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to having lung cancer, cancer of the face and experiencing cough, shortness of breath, dizziness, headaches, nausea and blacked out occasionally. There was no report of serious patient harm or injury. The patient has alleged to have seen many doctors and tests. The reported diagnosiso of cancer and reported symptoms and it's reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b1 and b2 was updated to reflect a change from an adverse event to a product problem only section h1 was updated from a serious injury to a malfunction section h6 was updated to reflect added health effect - clinical codes and health effect - impact codes